Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smarttouch bidirectional catheter and a smartablate generator. There was coagulum noticed on the proximal tip of the catheter and the temperature exceeded the cut off value set on the generator. There were high temperature and high impedance errors being displayed on the smartablate generator. The catheter was removed from the patient's body and slight coagulum was noticed on the proximal tip. The coagulum was removed and when the catheter was re-introduced in the patient¿s body, the error of no temperature was displayed on the smartablate generator. The cable was replaced with no resolution. When the catheter was replaced, the issue resolved. The generator was set to power control mode, temperature cut-off was 45 celsius. The temperatures were reaching into the 50¿s before cutting off. The system stopped the ablation. The impedance value was 250 before cut-off. The users were using the stop button and the foot pedal on the remote. The flow was regulated at the appropriate settings. Anticoagulation was given with heparin. No patient consequences were reported after the procedure. A request was sent after 7 days to follow up on the patient. It was confirmed that there were no patient consequences. The patient experienced no neurological changes, post procedure. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
Originally reported serial number as unknown. However, the serial number has now been provided of (B)(4). This smartablate generator was manufactured before september 24, 2014, therefore no UDI is applicable for this product with serial number (B)(4). (B)(4). It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smarttouch bidirectional catheter and a smartablate generator. There was coagulum noticed on the proximal tip of the catheter which was reported under the catheter and the temperature exceeded the cut off value set on the generator which was reported under the generator. There were high temperature and high impedance errors being displayed on the smartablate generator. The catheter was removed from the patient's body and slight coagulum was noticed on the proximal tip. The coagulum was removed and when the catheter was re-introduced in the patient¿s body, the error of no temperature was displayed on the smartablate generator. The cable was replaced with no resolution. When the catheter was replaced, the issue resolved. The generator was set to power control mode, temperature cut-off was 45 celsius. The temperatures were reaching into the 50¿s before cutting off. The system stopped the ablation. The impedance value was 250 before cut-off. The users were using the stop button and the foot pedal on the remote. The flow was regulated at the appropriate settings. Anticoagulation was given with heparin. No patient consequences were reported after the procedure. The device was evaluated and no error found. Device is within specification. The DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Serial # should reflect as unknown. Since the serial number is unknown, the full UDI number can not be provided. (B)(4). Event description continuation: high temperature error, high impedance error, and no temperature are easily detectable by the user and the physician has to troubleshoot this type of issue. The overall health risk to the patient is low as the most likely harm is an intra-procedural delay. This procedure was completed without patient consequence. Therefore, these issues were assessed as not reportable. The coagulum reported is indicative of a reportable issue. Therefore, this issue will be reported under the catheter complaint manufacturer reference number of (B)(4). The temperature exceeding the cut off value of 45 degrees celsius is indicative of a reportable issue. Therefore, this issue will be reported under the generator complaint (B)(4).